Manufacturer narrative:
The report of gastrointestinal (gi) bleeding was confirmed through photographs that were provided in the patient''s discharge summary; however, a direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 2 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2017 for gastrointestinal (gi) bleeding. The patient had symptoms of shortness of breath, lightheadedness, and dizziness, which had been getting progressively worse over the prior week. The patient presented to the emergency department on (B)(6) 2017 with a hemoglobin of 6.1 g/dl (down from 9.1 g/dl on (B)(6) 2017). The patient was transfused 1 unit of packed red blood cells. The patient reported increased shortness of breath, lightheadedness and dizziness with standing. The patient had dark, tarry, and foul smelling stools and had abdominal pain, cramps, and nausea associated with bleeding. The patient was then admitted to the implanting center with acute anemia in the setting of persistent gi bleeding, and continued to have melena on admission. Hemoglobin (hgb) on admission was 6.2 g/dl. Upper gi endoscopy was performed on (B)(6) 2017 which found gastric antral vascular ectasia (gave) with bleeding present in the gastric antrum. The lesion was ablated and bleeding subsided. A medium sized, gastric tumor ulcerated, non-circumferential with oozing bleeding and stigmata of recent bleeding was found at the pylorus. Red blood was found in the entire stomach and in the first and second portion of the duodenum. While admitted at the implanting center, the patient was transfused 2 units of packed red blood cells (prbcs) on (B)(6) 2017 and 1 unit on (B)(6) 2017 for a total of 5 units at the implanting center, and was started on a proton pump inhibitor and iron. The bleeding resolved and the patient discharged on (B)(6) 2017. It was reported that the patient had a history of gi bleed and chronic anemia for the prior year, not previously reported the manufacturer. Reportedly, the patient had acquired von willebrand disease diagnosed on (B)(6) 2016 post lvad implant and recurrent gi bleeding on (B)(6) 2017. The patient had an esophagogastroduodenoscopy (egd) on (B)(6) 2016 and small intestine endoscopy with control bleeding on (B)(6) 2016. The patient was on chronic anticoagulation status post lvad implant but reportedly not on anticoagulation given recurrent gi bleed. In (B)(6) 2016 after an egd the patient was diagnosed with gastric adenocarcinoma. No treatment started. The patient had been evaluated by the oncology team in (B)(6) 2017 and was deemed a poor surgical candidate. The patient received radiation therapy at an outside hospital in (B)(6) 2017, but has had persistent melena requiring transfusions this year. Most recently, the patient had an egd in (B)(6) 2017 that showed mild gastric antral and vascular ectasia radiation induced most prominent near pylorus, which was treated with argon coagulation.